Manufacturer narrative:
The ongoing driveline infection had been previously reported under MFR # 2916596-2017-02600. Approximate age of device ¿ 1 year, 10 months and 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due to sepsis. The patient had bacteremia and an ongoing percutaneous lead (driveline) infection. The clinician stated that device operated as expected. There were also power and flow spikes, as well as an increase in lactate dehydrogenase (ldh) which was concerning for possible acute pump thrombosis in the setting of the ongoing infection. Additional information was requested but was not provided.

Manufacturer narrative:
Investigation conclusion: a specific cause for the patient¿s driveline infection and sepsis could not be conclusively determined through this investigation. The report of suspected thrombus and elevations in pump power and flow could not be confirmed as no product was not returned for investigation and log files were not submitted by the account. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The pump was not explanted and will not be returned for evaluation. The hm ii lvas IFU lists infection, sepsis, device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU provides information regarding preventing and controlling infections. Indications of pump thrombosis and how to respond to such events are also outlined in this document, as well as the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.